Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns treating physician reported to the manufacturer's country manager in (B)(6) that on (B)(6) 2009, the patient had a total revision surgery due to high lead impedance and because the patient could not feel her stimulation. The diagnostic test ran before the surgery showed a dcdc code of 7 and high impedance. No additional information is available from 2009 and the patient's explanted product will not be returned for product analysis. The patient's programming history was reviewed in the manufacturer's programming history database and high impedance was first noted on (B)(6) 2008 during a systems diagnostic test and a normal mode diagnostics test. The patient continued to present with high impedance during every diagnostic test since then according to the programming history. If additional information is received, it will be reported.